Event description:
The customer reported image issues on the unit. No patient injury was reported.

Manufacturer narrative:
A ge service rep ordered a new systems interface board and battery for x-ray controller. He installed a new system interface board and sray controller battery. The system operates as intended.